Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: on (B)(6) 2013, the pump had emitted 3 loss of prime alarms. When third alarm occurred, mom realized cartridge cap was loose. Mom tightened the cartridge cap while patient was still connected to pump. Patient felt the infusion immediately and told mom he felt insulin go in. Mom thought it was just his missed bolus and did not pay much attention. A short time later, patient felt he was going low and when tested was at 43mg/dl. Mom gave fruit snacks and tested again and patient was at 29mg/dl. Patient was shaky, sweating profusely, very upset, pale and crying. Mom gave two small sprites and within 5-10 minutes, bg was 198mg/dl. Bg was stable this morning. Mom reported that she inspected cartridge cap and did not see any damage. Mom did not inspect pump casing. Mom stated they were able to secure cartridge cap and have not had an issue since. Mom verbalized she now understands importance of being disconnected when tightening cap. There is no allegation of pump malfunction. This complaint is being reported because a patient experienced hypoglycemia subsequent to the use error of tightening the cartridge cap while the patient was attached to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as a cause, as the cartridge cap was tightened while the patient was attached to the pump.

Manufacturer narrative:
Follow-up #1: date of submission 6/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings:. Testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. The black box begins on 2016-04-11. Due to continuous use of the pump the black box data/histories for the event date 2013-09-29 have been overwritten. No damage found to cartridge compartment. Cartridge cap was not returned; test cartridge cap attaches securely to pump. The pump correctly displays message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.